Event description:
Additional information was received that there is suspected lead damage, although not confirmed.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.